Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7075753, UDI: (B)(4). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: na, batch: 30669300, UDI: (B)(4).

Event description:
It was reported that the patient underwent spinal cord stimulation (scs) lead revision procedure due to inadequate coverage of pain areas. The patient was doing well postoperatively. Explanted devices were not returned per facility policy.